Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary analysis confirmed the reported eri (elective replacement indicator) condition. Further analysis of found anomalous battery voltage measurements, caused by a measurement lock up, resulting in an unclearable eri. It was determined the condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
The device was replaced due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. It was also reported the device went to eri (elective replacement indicator) within two years of implant. It was further reported, there was an insulation break on the lead. The lead was reused. No patient complications have been reported.